Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported a frozen display. Buttons were not responsive and timeclock did not advance. Replaced battery but buttons remained unresponsive. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on properly, no frozen screen noted. Unable to perform self test, active current measurement, or sleep current measurement due to unresponsive return and down buttons. Successfully downloaded unit history using thus software. On adapt, stuck key alarm (61) was recorded several times on (B)(6) 2024 at 13:40:34.000 hour through 14:16:03.000 hour. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. P-cap locked into place properly during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba1, keypad flex connector, force sensor, and j7 connector. The following were noted during visual inspection: cracked case (battery tube), broken belt clip rails, cracked case, pillowing keypad overlay, and scratched case in summary, customer concern for keypad/button unresponsive/button error confirmed due to corroded keypad flex connector. Customer concern for frozen screen not confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.